Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlude control powered off without user interaction and the unit did not display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.